Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure and received a lead. The pt experienced muscle spasms in the exam room. As a result, the doctor removed the lead and the muscle spasms subsided/resolved.